Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right autoimmune disorder, and neoplasm malignant. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported (via FDA medwatch mw5083774) that a female patient of unknown age who underwent breast prostheses implantation with unknown size unknown mentor gel implants for unknown indication on (B)(6) 2011 experienced the following: "after breast implants, I suffered from: hair loss, autoimmune disease, food allergy (gluten, nuts, dairy), unbearable joint pain, brain fog, blurred vision, severe gut problems/pain, anxiety, chest pain. Breast implants are toxic! Over 100,000 women suffer from side effects that should be disclosed in plastic surgeon offices! ". On (B)(6) 2020, it was also reported that the patient was diagnosed with lymphoma unknown genesis which required chemotherapy. No cytopathology result was provided. As a result, breast implants were removed on (B)(6) 2016. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 26, 2020, mentor became aware that the device code was mistakenly left blank under the initial submission made on 10/19/2020. Field h6 for device code has been correctly updated on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it became evident that another patient's information was mistakenly reported under this report. Hence, patient code neoplasm malignant, and date of explant information has been removed. Health effect code serious injury has been added to field h6. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Patient information, date of explant (field d6b), and patient code neoplasm malignant has been removed. Health effect impact code serious injury has been added to field h6.